Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 250 mg/dl. The customer changed the infusion set site and no damage was noted. A system check was performed using the current supplies. The pump and infusion set tubing were found to be functioning as intended. A correction bolus was to be delivered via the pump to address the bg level.